Manufacturer narrative:
The elecsys ft4 IV reagent lot number was 918716. The expiration date was not provided. The qc was acceptable. The alarm trace showed an abnormal low signal alarm around the time when the sample was processed. During maintenance, the customer performed some mechanism checks, including the ecl gripper check, and a gripper of tips/cups error was observed. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys ft4 IV assay on a cobas e 801 analytical unit. Initial result: 2.36 ng/dl. The initial result was high, and the sample was repeated on a different platform. Repeat result: 1.06 ng/dl. The result with the lower value was deemed to be correct and consistent with the patient's history.